Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the complaint sample was not returned to codman, and product code and lot number are unknown; however, the customer provided a picture of the actual complaint sample. Based on the picture of the actual complaint sample received from the customer, it appears to be a codman - external drainage system (edsiii) p/n 82-1730 or 82-1731, where the tubing is separated from the "y - connector" near of the needleless port. The cause(s) of the separation of the tubing from the "y - connector" could not be determined. However, it is possible to verify the presence of some glue still attached to the connector. Note that these types of products are 100% tested for leak and blockage. Product lot number was not provided; therefore, the lot history records for this product couldn't be reviewed, and the manufacturing date is also unknown. Trends will be monitored for this or similar complaints. No corrective action required based on the above evaluation. At the present time this complaint is considered closed.

Event description:
The sales rep reported: we have a codman system that actually broke. Usually we send these back to the company for evaluation. Since this came from a room where the patient is in isolation, I¿m wondering if you still want it sent back. I¿m copying (B)(4) who can explain further where it broke.